Event description:
It was reported that the brady lead was not successfully implanted due to during closing of the pocket physician noted that the lead parameters had changed. The physician elected to abandon the system and proceed with a biventricular pacemaker. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.